Event description:
Olympus was informed that towards the end of a laparoscopic supracervical hysterectomy (lsh), a probe damage error occurred. The probe tip was visually inspected and a build-up of tissue was noted. The surgeon wiped off the tissue build-up when the probe tip broke off. No broken piece fell inside the patient. The procedure was successfully completed. No patient injury was reported.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information or if the device is received at a later time this report will be supplemented.